Event description:
It was reported that the burr was stuck in the lesion. A rotapro 1.50mm was advanced to the 90% stenosed and severely calcified and moderately tortuous lesion in the coronary artery. The rotapro 1.50mm became stuck within the lesion. The procedure was completed with another device and no patient complications were reported.